Event description:
Vns pt had passed away. Death certificate lists cause of death as "seizure". The pt died in the nursing home where they resided. No autopsy was performed. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.